Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. Expected value was 6 and actual value was 29.2. It was determined that the arctic sun device had a failed mixing pump and requested a quote for 2000-hour service. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was trying to fill, and it was indicating full when they drained the device. It also displayed level 5 full. They would check the level sensor for damage and replace if needed. Parts and price provided. Per investigation findings received via task on 27aug2024, it was reported that they were able to fill the device and it failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6 and actual value was 29.2. It was determined that the arctic sun device had a failed mixing pump and requested a quote for 2000-hour service.

Event description:
It was reported that the arctic sun device was trying to fill, and it was indicating full when they drained the device. It also displayed level 5 full. They would check the level sensor for damage and replace if needed. Parts and price provided. Per investigation findings received via task on 27aug2024, it was reported that they were able to fill the device and it failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6 and actual value was 29.2. It was determined that the arctic sun device had a failed mixing pump and requested a quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.